Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000.

Event description:
The customer reported a false positive result with ID now covid-19 on (B)(6)2022.the patient received a positive result on ID now on (B)(6)2022 and a negative result on a pcr test (nasopharyngeal ) on (B)(6)2022 . No additional patient information, including treatment and outcome,was provided.